Event description:
3-gang stopcock in use on intensive care pt on nipride and nitroglycerine drips. Significant blood pressure increase due to leaking stopcock. Problem with these stopcocks has been previously reported to MFR on 2/16/95. Leaks at connections between stopcocks. (*)